Event description:
The customer reported that 5 to 10 ml of blue fluid leaked from the coulter hmx hematology analyzer w/ autoloader and pooled under the instrument while attempting to run samples. Instrument would not aspirate and vacuum errors were being generated. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) observed leak from pinhole in tubing at pinch valve (pv37) connecting feed-thru fittings (ff113 to ff123). He replaced pv37 tubing, resolving both the leak and vacuum issues. (B)(4).